Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-s1. Approximately 3 months post-op it was found that the screws at s1 were broken bilaterally. The screw was found to be broken around the isthmus of the pedicle. Bone union was not achieved.

Manufacturer narrative:
(B)(4)

Event description:
The patient underwent a revision surgery which consisted of a 2 level alif and turning the patient over to remove the broken screws at s1 posteriorly. Larger screws were implanted at s1.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.